Manufacturer narrative:
Corrected data: patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised with competitor product on an unknown date due to femoral loosening. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised with competitor product on (B)(6) 2013 due to femoral loosening.

Event description:
It was reported that patient enrolled in a clinical study underwent left femoral resurfacing procedure on (B)(6) 2005. Subsequently, patient was revised with competitor product on an unknown date due to femoral loosening. A review of invoice history could not confirm the initial surgery date.